Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the device in bvvi mode, confirming the reason for return. Testing was performed and the device was found to be normal. No device anomaly was found. The cause of the field reported event of the device entering bvvi mode remains undetermined. Reliability laboratory technician; (B)(4) - no complaint was received with the return of the device. Failure (event) was observed during analysis.